Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10. H4: the lot was manufactured in may 2022. H10: the device was received for evaluation. A visual inspection was performed which revealed a crack in the luer component. The reported condition was verified. The cause of the condition was due to a raw material issue during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type cath ext set leaked at the bung or where connection meets the thin tubing. The issue was identified during patient infusion. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: the patient was reported to be an infant. E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.